Event description:
The ultipaq coil could not be pushed out from the unspecified microcatheter.

Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Since there was no evidence to suggest this was related to a manufacturing issue, no corrective actions will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.